Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer did not perform the proper air removal techniques. Customer reset the pump and loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 400-499 mg/dl.